Event description:
It was reported that the clinical patient, (B)(6) registry, experienced moderate rib series fracture after a fall. The patient was hospitalized and administered medication. The event was assessed as not related to the device and unlikely related to the procedure.

Event description:
It was reported that the clinical patient, a4010 vercise dbs registry, experienced moderate rib series fracture after a fall. The patient was hospitalized and administered medication. The event was assessed as not related to the device and unlikely related to the procedure. Additional information was received that the adverse event was not related to the procedure or the device.

Event description:
It was reported that the clinical patient, a4010 vercise dbs registry, experienced moderate rib series fracture after a fall. The patient was hospitalized and administered medication. The event was assessed as not related to the device and unlikely related to the procedure. Additional information was received that the adverse event was not related to the procedure or the device. Additional information was received that the event was assessed as possibly related to the stimulation. Additional information was received and indicated the rib series fracture was of the sixth to nineth rib and the event was assessed as unlikely related to the stimulation.

Event description:
It was reported that the clinical patient, a4010 vercise dbs registry, experienced moderate rib series fracture after a fall. The patient was hospitalized and administered medication. The event was assessed as not related to the device and unlikely related to the procedure. Additional information was received that the adverse event was not related to the procedure or the device. Additional information was received that the event was assessed as possibly related to the stimulation.

Manufacturer narrative:
Correction to follow-up MDR 3 in block h10 additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: (B)(6). Product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the clinical patient, a4010 vercise dbs registry, experienced moderate rib series fracture after a fall. The patient was hospitalized and administered medication. The event was assessed as not related to the device and unlikely related to the procedure. Additional information was received that the adverse event was not related to the procedure or the device. Additional information was received that the event was assessed as possibly related to the stimulation. Additional information was received and indicated the rib series fracture was of the sixth to nineth rib and the event was assessed as unlikely related to the stimulation. Additional information was received from the study physician that the overall cause of the fall remains unclear, and primarily a correlation with the underlying disease is assumed. The medication and deep brain stimulation therapies are not causal, but may influence a possible tendency toward falling. The event was assessed as not related to the procedure and unlikely related to the devices.